Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with a bifurcation lesion compromising the anterior descending artery and diagonal branch and a bifurcation lesion compromising the circumflex and marginal artery of the circumflex artery. A stent was implanted in the diagonal branch and the segment of the stent protruding into the anterior descending artery was crushed. An attempt was then made to dilate the ostium of the diagonal branch with a 1.50mm x 8mm emerge push balloon. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same model. There were no patient complications reported.

Manufacturer narrative:
A3 age at time of event: 18 years or older. D4 lot number, expiration date, and unique identifier (UDI) #: corrected. H4 device manufacture date: corrected.

Event description:
It was reported that balloon rupture occurred. The patient presented with a bifurcation lesion compromising the anterior descending artery and diagonal branch and a bifurcation lesion compromising the circumflex and marginal artery of the circumflex artery. A stent was implanted in the diagonal branch and the segment of the stent protruding into the anterior descending artery was crushed. An attempt was then made to dilate the ostium of the diagonal branch with a 1.50mm x 8mm emerge push balloon. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same model. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with a bifurcation lesion compromising the anterior descending artery and diagonal branch and a bifurcation lesion compromising the circumflex and marginal artery of the circumflex artery. A stent was implanted in the diagonal branch and the segment of the stent protruding into the anterior descending artery was crushed. An attempt was then made to dilate the ostium of the diagonal branch with a 1.50mm x 8mm emerge push balloon. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same model. There were no patient complications reported.

Manufacturer narrative:
A3 age at time of event: 18 years or older. Returned product consisted of an emerge push balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded, and the device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 9mm from the tip of the device near the distal markerband. The device failed to inflate to rated burst pressure.